Event description:
An MRI scanner at an outpatient clinic (B)(6) reported causing injury to (B)(6) previous patients has (B)(6) caused injury to another patient (B)(6) and the patient was transported via ems (emergency medical services) to a nearby hospital. (B)(6) stating it was a result of previous medical conditions and not a faulty scanning device. Patient reported feeling very hot in (B)(6) ears and spine and back with intense shoulder, chest and head pain. (B)(6) was having a brain scan without contrast. (B)(6) they assured the technologist that it was safe to use per ge field engineers, (B)(6) alarms going (B)(6) silence them and continuing using the MRI scanner. After the MRI scan the patient was found to be very hypertensive, clammy and weak.